Manufacturer narrative:
Device was unable to prime during prime/compromised force sensor system test due to faulty force sensor resistor. No unexpected motor noise noted. Device had cracked battery tube threads, cracked reservoir tube lip, a missing end cap sticker and a scratched display window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call that the insulin pump was making an unusual clicking sound. Customer's blood glucose was around 300 mg/dl to 400 mg/dl. During troubleshooting, customer mentioned he had high blood glucose of 1435 mg/dl and low blood glucose of 12 mg/dl. Before. Customer declined troubleshooting. Customer wanted the device replaced. Customer agreed to return the device for analysis.